Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned lead was analyzed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil was fractured at 270 mm from the terminal pin. At the fracture site, the outer coils were stretched, the lead body was flattened, and the inner insulation was torn and bunched. The fracture and insulation damage was consistent with clavicle/first rib damage, and had caused the noisy signals that were observed while the lead was implanted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. During a device replacement procedure, an insulation breach was observed so the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. During a device replacement procedure, an insulation breach was observed so the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.